Event description:
Customer reported false negative urine hcg results for two female patients. Two women in an emergency center in (B)(6) were tested with urine hcg pregnancy tests with negative results. (B)(6) later, the first patient was tested with a serum hcg test with a 200miu/ml result. She had an ectopic pregnancy. The second patient was also tested with a serum hcg test (B)(6) later with a result of 180miu/ml. No other patient information was provided.

Manufacturer narrative:
Lot number(s): hcg1020174. Expiration date(s): 01/2012. Control lot: 25miu/ml hcg urine control lot: hcg110328-01; 100miu/ml hcg urine control lot: hcg110307-01; 260.1iu/ml hcg urine control lot: hcg110218-01. Summary of results: the retention strips meet qc spec. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minute read time when tested with 260.1iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected, meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.